Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.(B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked reservoir tube and a missing end cap sticker.

Event description:
It was reported that the customer experienced high blood glucose. The alarm history was reviewed and found not delivery alarms during basal/bolus. It was mentioned that the insulin pump had cracks near the reservoir compartment. A manual prime and fixed prime were correct. No further information was provided.